Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced issues with the sensors. The customer stated that she had three sensors that went haywire. The customer stated that the sensors only lasted one day. The customer stated that there were instances in which the sensor glucose reading indicated that the customer's blood glucose was fine when her actual blood glucose was 25 mg/dl. The customer declined troubleshooting for the sensor glucose and blood glucose readings. The customer also received calibration error alerts. Advised that replacement sensors would be sent. Nothing further reported.